Manufacturer narrative:
The video monitor was returned for evaluation and the reported flickering was confirmed. The issue was isolated to the lcd wire harness connector. Kapton tape was placed over the exposed connector and the flickering was resolved. The video monitor passed all test and was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the video monitor would flicker. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported. Reportedly after the procedure was completed a second video baton tested with the video monitor and it flickered as well.